Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2020 for a verify enhanced advanced evaluation (ae) for urgency frequency. It was reported that there were times when the trial patient felt like they needed to void but could not physically void. They felt they could hold their urine longer but the urge to go never goes away, even after voiding. It was unknown if there were any environmental/external/patient factors that may have led to the issue. It was unknown if any interventions/actions were taken to resolve the issue. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred. The patient status was noted as ¿alive, no injury¿. There were no further complications reported or anticipated.